Event description:
Info received 11/02/2009 indicates that the original male sling was removed first due to pain; and an original aus device was implanted. Unsure of which male sling type and when the device was implanted. Additional info received on 11/12/2009 that indicated it was an advance male sling implanted in 2008.